Event description:
During a tonsil procedure, the operating room nurse noticed, "smoke coming from the blue adapter piece that is inserted into the electrosurgical generator, then there was a spark inside the blue unit." The nurse called out and stopped the surgeon. The anesthesiologist jumped up and said, "it's arcing." They disconnected the hand piece cord and noticed that the end was melted. A new blue adaptor and hand piece were set up and the case continued and finished without problems. The melted hand piece was saved and delivered to risk management.